Manufacturer narrative:
There are no indications of any system or component failure or malfunction. It appears the patient's experience with failing adhesive clips is directly related to the implant location of the ipg and not due to any issue with the clips themselves. The subsequent development of a hematoma is not associated with the presence of any type of infection and is not associated with any known events or trauma that took place after the implant was repositioned. There is insufficient information available to draw any conclusions regarding cause of the development of a hematoma at the implant site.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to target the sciatic nerve. After activating the system, the patient reported ongoing issues with maintaining the external devices. Specifically, the adhesive clips used to hold the therapy discs in place over the implant were not staying adhered to the skin and allowing the therapy discs to fall off. Troubleshooting was not able to resolve the issue and ultimately it was found that the superficial placement of the implantable pulse generator was causing the implant to press against the underside of the skin and sit proud above the normal skin surface. The protruding device was causing an uneven surface for the adhesive clips, which led to adhesive clip failure. On (B)(6) 2026 a surgical revision was performed to move the existing ipg to a slightly deeper position so that there was no pressure upward against the skin surface. On (B)(6) 2026 the patient reached out to a nalu representative to inform that the incision site had become swollen and the patient had gone to the local emergency department for evaluation. After speaking with the physician assistant at the acute facility, it was discovered that the patient had developed a hematoma at the implant site and had undergone surgical debridement on (B)(6) 2026. After the debridement, the pa reassessed the site and determined that an explant would be needed to allow the location to fully heal. On (B)(6) 2026 a full system explant was performed.